Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "patient was in MRI and the IV pump turned off from low battery without the warning alarm going off first, and the pump display said it had 2 hours of battery time left. This pump had levophed running on it plus other infusions so it was potentially dangerous for the patient. I should have had it plugged in the whole time regardless of how much battery was left." There was no information on patient impact.

Event description:
A report was received from health canada's canada vigilance program which states, "patient was in MRI and the IV pump turned off from low battery without the warning alarm going off first, and the pump display said it had 2 hours of battery time left. This pump had levophed running on it plus other infusions so it was potentially dangerous for the patient. I should have had it plugged in the whole time regardless of how much battery was left." There was patient involvement but no harm.